Event description:
Tip broke off in patient. There was no patient injury. Doctor tired to remove tip from patient and was not able to, is going to wait until swelling goes down and attempt again. No other information is available.